Manufacturer narrative:
The lead was surgically abandoned (capped); therefore, it will not be returned for analysis. As a result, the reported allegation cannot be confirmed. The event will be re-evaluated if additional info becomes available. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.

Event description:
The customer reported this chronic right ventricular lead exhibited unspecified low pacing impedance measurements, unspecified high threshold measurements and poor sensing measurements. A revision procedure was performed where this lead was capped and a new lead was successfully implanted. The lead was actively implanted for approx 10 yrs, 10 months.